Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed and check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to a broken pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt has damaged cables / exposed wires and experiencing check therapy pad messages.